Manufacturer narrative:
Manufactures investigation conclusion: an analysis of the log file provided by the account confirmed the report of low speed events. Although a specific cause for this event could not conclusively be determined, based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, this finding appeared consistent with a potential driveline issue. Additionally, the account reported that the patient was septic; a specific cause for this reported event could not conclusively be determined through this evaluation. It was reported that the patient experienced low speed alarms. The account communicated that the patient was on battery power and at around 02:00 on (B)(6) 2021, the patient was placed on an orange ungrounded patient cable. The submitted log file contained data from (B)(6) 2020 through (B)(6) 2021. The pump operated with stable parameters until the end of the file on (B)(6) 2021 at 01:52:35, when low speed events were observed. The observed low speed events occurred while the patient was supported by the power module, with corresponding low speed advisory alarms. The account communicated that the patient was admitted for supratherapeutic international normalized ratio (inr) and was given vitamin k for reversal. The patient was also septic and was being treated with intravenous (IV) antibiotics. The patient was alert and oriented. The patient¿s lactate dehydrogenase (ldh) was at baseline and had clear yellow urine. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate ii lvas instructions for use (IFU) lists sepsis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU, as well as the patient handbook, contain sections on ¿caring for the driveline,¿ and explain that all heartmate ii left ventricular assist device (lvad) drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. Both documents also address all system controller alarms and how to respond to such events. Lastly, both documents also provide information regarding how to prevent infection. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient reported low speed advisory alarms, replace backup battery and replace system controller. The patient noted being on battery power at the time of alarms. Lvad (left ventricular assist device) speed noted to drop as low as 5820 rpm. The speed drops occurred while connected to the power module and occurred on (B)(6) 2021 between 1:52 and 1:56. The patient stated being on battery power until 0630 when patient switched to an orange ungrounded cable. According to the bedside nurse, the documentation from the night nurse stated the patient was placed on an orange ungrounded cable around 0200. The patient was admitted for a supratherapeutic international normalized ratio (inr) of 19.2 and was given vitamin k for reversal. The patient was also septic and being treated with IV (intravenous) antibiotics. The patient was alert and oriented. Urine was clear yellow and ldh (lactate dehydrogenase) was at baseline. No other signs of thrombus noted. Additional information was requested but not provided.